Event description:
The spouse of a patient reports that one of his battery packs will not start the monitor. The battery pack was in the charger overnight. When the battery is placed on the charger the "bad battery" light is lit (she attempted multiple times). The patient's suspect battery pack was replaced.